Manufacturer narrative:
B3: date of event: it was not provided, used the first date of the month of the aware date. Device evaluated by manufacturer: returned product consisted of a rotawire inside of the rotablator plus device. The wire was able to be removed from the burr catheter with some resistance due to numerous kinks in the wire. Dimensional inspection was performed. The overall length, outer diameter (od) of the distal tip, od of the middle of the device, and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified coronary vessel. A 1.25mm rotalink plus and a rotawire were selected for a coronary atherectomy procedure. During the procedure, the rotalink plus catheter was delivered to the lesion. The device suddenly stalled. The burr became stuck on the wire and the rotalink plus and rotawire were removed from the lesion together. The procedure was completed with a different device. There were no patient complications reported. The patient's status was stable post procedure.

Manufacturer narrative:
Date of event: it was not provided, used the first date of the month of the aware date.

Event description:
It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified coronary vessel. A 1.25mm rotalink plus and a rotawire were selected for a coronary atherectomy procedure. During the procedure, the rotalink plus catheter was delivered to the lesion. The device suddenly stalled. The burr became stuck on the wire and the rotalink plus and rotawire were removed from the lesion together. The procedure was completed with a different device. There were no patient complications reported. The patient's status was stable post procedure.